Manufacturer narrative:
Update.

Event description:
It was reported that, during a meniscal repair surgery, after the t1 anchor from the fast-fix 360 curved needle delivery system was deployed, the needle could not re-bound, resulting that the t2 anchor could not be deployed. T1 was removed from the patient. A s&n back-up device was available to complete the procedure, with no significant surgical delay. Neither patient injuries nor adverse consequences were disclosed.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: ¿the needle could not re-bound, resulting that the t2 anchor could not be deployed. T1 was removed from the patient.¿ there were two suture assemblies returned. They are from different devices. One is aligned with the complaint allegation the other is not. The first is missing t1 and has t2 attached to a torn frayed suture. The second has t2 missing and has t1 attached to frayed torn suture. This one aligns with the complaint as t1 shows signs of being pulled back through tissue post deployment as the allegation stated. T2 was not returned from this suture. The needle indicates no damage, no struggle. The device cycles and actuates as expected. There is no indication pointing to a device failure. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: ¿the needle could not re-bound, resulting that the t2 anchor could not be deployed. T1 was removed from the patient.¿ there were two suture assemblies returned. They are from different devices. One is aligned with the complaint allegation the other is not. The first is missing t1 and has t2 attached to a torn frayed suture. The second has t2 missing and has t1 attached to frayed torn suture. This one aligns with the complaint as t1 shows signs of being pulled back through tissue post deployment as the allegation stated. T2 was not returned from this suture. The needle indicates no damage, no struggle. The device cycles and actuates as expected. There is no indication pointing to a device failure. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that, during a meniscal repair surgery, after the t1 anchor from the fast-fix 360 curved needle delivery system was deployed, the needle could not re-bound, resulting that the t2 anchor could not be deployed. It is unknown whether: (I) a back-up device was available to complete the procedure; and (ii) any surgical delay occurred because of the malfunction. Neither patient injuries nor adverse consequences were disclosed.